Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported her insulin infusion set disconnected from her infusion device while she was sleeping. She said she woke up to a blood glucose reading of 400 mg/dl with her normal range being around 100 mg/dl. No physical symptoms were reported. She stated she treated her reading by injecting 8 units of insulin by syringe. The pt did not have the luer lock on securely and stated she pushed the luer lock onto the cartridge. She was advised to twist the luer lock clockwise to securely fasten it. The pt was able to successfully prime until insulin flowed from the tubing and then reconnected to her headset. On follow up with the pt, she stated her blood glucose is back to her normal range and everything is fine. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.